Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system's network connections only worked intermittently. The account had tried to load images but weren't able to. The field representative (rep) later connected the system to their microscope, which initially worked, but then stopped working. Then the rep connected the navigation system to their imaging system, which didn't work initially. However, after the rep wiggled the network bulkhead, the navigation system managed to establish a connection with the imaging system. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, serial/lot #:- h3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended.  Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.